Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 00875304801 shell with cluster holes porous 48 mm o.d. Size gg for use with gg liners 63290571. Reported event was to confirmed via product received which was also involved in this event. The liner was not returned, only the shell. The shell showed minor scuffs and scratches. The damage likely occurred during shell insertion. Device was likely conforming when it left zimmer biomet control as there is no evidence that states otherwise. The correct number of screw holes was verified per print. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, the acetabular liner could not be seated within the cup. After several attempts, another cup and liner were used to complete the procedure. A 70 minute delay occurred during the procedure. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
A cup was implanted and then removed after a liner would not seat. Upon inspection of the explanted cup, it was noted to have 2 screw holes, but specifications indicated it should have had 3.